Manufacturer narrative:
The injector of the pcb00 unit was discarded. The evaluation of the sample cannot be performed. Manufacturing records were reviewed and the all cartridge units were manufactured according to specification. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. Manufacturing issues and/or indication of a product quality deficiency was not identified based on the manufacturing record review and the evaluation performed. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Implant date: it is unknown if the lens was implanted in the patient¿s eye. Explant date: it is unknown if the lens was implanted in the patient¿s eye. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon reported some problem during injection of the preloaded insertion system (pcb00). Specifically, after pushing the injector rod (pusher rod) all the way to the second hatch mark, when the surgeon try to rotate the rod clockwise to advance the intraocular lens (iol) into the patient's eye, the surgeon encounter resistance and are forced to push hard on the rod while simultaneously rotating it. The surgeon also reporting that there was stiffness of the protective cap on the injector and stiffness of the injector/pusher rod. In follow-up, it was reported that the used cartridges was disposed of immediately at the hospital. No further information was provided. Note: the customer initially reported experiencing issues with three preloaded insertion systems (pcb00). A separate medwatch report will be submitted for each device. This report is for serial number (B)(4).